Event description:
Echelon stapler would not remain closed once loaded, problem was seen prior to use on patient. Another device was obtained and the procedure continued without incident. This facility has had several events with this device recently. The surgical team does not know why the device is failing.